Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the error message and subsequent procedure cancellation could not be determined.

Event description:
Related manufacturing ref: 3004189859-2019-00003, 2184149-2019-00209. During a left atrial appendage closure procedure, the system displayed a "overheating error" message and the procedure was canceled. There were no adverse consequences to the patient due to the cancellation.